Event description:
It was reported that a new ilet user experienced elevated glucose readings and expressed concern that rapid-acting insulin (novolog) was not effective, while system data showed multiple misannounced meals used as corrections during the learning phase. Symptoms included hyperglycemia and concern for recurrence of neuropathic pain. Outcomes included user concern and discussion of potential factory reset with clinical support. Investigation included review of device data and user-reported history with consultation referral to clinical decision support. Investigation of this case revealed user-initiated misreporting of meals to prompt additional insulin during the learning phase. It was concluded that the event was related to use error during the learning phase and that education and further clinical follow-up would be required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.